Event description:
When the device was used during an low anterior resection procedure, the anvil would not connect properly. After he firing the instrument, a tear on the posterior side of the anatomosis was detected. Surgeon could not ascertain what caused the tear. The tear was repaired and the case completed without pt consequence.